Event description:
The customer reported that the device did not deliver a synchronized shock as expected. There was no report of negative patient impact.

Manufacturer narrative:
The patient event was reviewed with the customer. A user misunderstanding regarding r wave detection was identified. A clearly identifiable r wave must be present before the device will deliver a synchronized shock. The device was functioning as designed and intended. Philips evaluated the device and confirmed no malfunction. The device passed all standard testing and was returned to the site. This was a user misunderstanding regarding r wave detection and no malfunction.